Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that subsequent to a stenting treatment procedure, the patient experienced chest pain and stent thrombosis occurred. In (B)(6) 2011, a 2.75x24mm ion stent was placed in the 90% stenosed, 2.75mm in diameter, concentric and de novo lesion in the mildly tortuous and moderately calcified proximal left anterior descending (lad) artery. The stent was well apposed following deployment, no patient complications occurred and the patient was prescribed antiplatelet medication and aspirin at discharge. Approximately 10 days later, the patient presented with chest pain and was diagnosed with in-stent thrombosis in the lad. The thrombosis was aspirated and an unspecified stent was deployed in the lad. In the opinion of the physician, the thrombosis was related to not taking aspirin and plavix. No additional patient complications were reported and the patient's status is good.